Manufacturer narrative:
Despite several requests no relevant information has been received to determine the root cause of the reported problems. The root cause remains unknown until further information or the device is received.

Event description:
The patient fell and suffered an impact on (B)(6) 2013. The patient was seen in the clinic the second week of (B)(6) 2013, and reported about a decrease in hearing performance and facial stimulation since being seen in (B)(6). Explantation took place on (B)(6) 2021. This report refers to 9710014-2013-00625. For further information please refer to this report.